Event description:
Unresolved type I endoleak. The patient's superior neck was reported to be ectatic. Coils were placed in the superior attachment system in an attempt to obtain a seal. However, a small leak remains and the physician will monitor the patient.